Event description:
The time of event is unknown. There was no report of patient harm. Air pump failure

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air pump air feeding failure. Based on the result, we concluded that it was caused due to the excessive force applied on the air pump control pcb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.